Manufacturer narrative:
UDI: (B)(4). Actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly

Event description:
It was reported that the battery handpiece device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device made an unusual noise and the shaft, bearing and pick up coupling were corroded. The device also failed pretest for free moving. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.